Manufacturer narrative:
The surgeon plans to remove and revise the devices in two-stage surgery.

Event description:
The patient's tmj devices are going to be removed and revised due to heterotic bone.

Manufacturer narrative:
The event could be confirmed as CT imaging was taken which showed heterotopic bone around the right joint. This patient received the right tmj devices on 17-oct-2000 and presented to the revising surgeon in fall 2021 due to constant right facial pain and mandibular hypomobility. The patient could not open her mouth. A CT scan was taken and confirmed an extreme amount of bone around the joint. On 03-mar-22, the surgeon took the patient into surgery, performed a gap arthroplasty, removed the hardware, optimized the joint mobility, placed a spacer, and kept the patient in maxillomandibular fixation. Conclusively, heterotopic bone is a patient driven failure mode and unrelated to the tmj device itself. This event does not involve any device failure, malfunction, or performance issues. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues. H3 other text: it was discarded.

Event description:
The patient's tmj devices were removed due to the heterotopic bone. Revision devices are going to be designed, manufactured, and replaced soon.